Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR.: the stent delivery system was returned for analysis. The stent was damaged. The two most distal and two most proximal stent rows were flared outwards from the balloon. The flaring of the proximal and distal stent strut rows resulted in a "dogboning" effect. This is caused by minimal positive pressure being applied to the balloon causing the stent to flare at both ends. The balloon had the appearance of having been slightly inflated at both ends. The bumper tip of the device showed no signs of damage. No kinks or damage were noticed along the shaft of the device. No other issues were noted during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 27-nov-2015. It was reported that crossing difficulties were encountered. The target lesion was located in the right coronary artery (rca). A 32x2.25mm synergy drug eluting stent was selected for use and advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.